Event description:
It was reported that a patient presented with out-of-range impedance noted on the patient's right ventricular lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were noted.